Manufacturer narrative:
The system was subsequently returned following the death of this patient due to unspecified causes. Upon receipt in our post market, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 74mm from the terminal pin. Resistance testing was performed which confirmed the electrical continuity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The consultant suggested an x-ray due to possible atrial lead dislodgement. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant, this system exhibited intermittent pacing inhibition due to oversensing. The patient is pacemaker dependent but was asymptomatic. Defibrillation threshold (dft) testing was performed and the automatic gain control (agc) was reprogrammed which mitigated the oversensing. Atrial threshold and pacing impedance measurements were normal. However, sensing measurements had increased from 1.6mv to 5.8mv. No additional adverse patient effects were reported.